Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient reported the device was off/disabled and no longer providing therapy. Patient states she had gotten a CT scan last week for her abdomen, including IV with dye, unrelated to the implant. Patient states it "zapped" her device because it doesn't seem like it is working. Patient clarified she thinks it affected it because she had a change in symptoms, not that a specific zap or shock occurred; she had to get up 4x in the night. The patient had an allegation/dissatisfaction with ins longevity, because it has only been implanted a year. Eos (end of service) code was seen on (B)(6) 2018. No further complications were reported.